Event description:
One touch ultra meter was prompting error 2 message. They attempted to test with replacement test strips that lifescan had sent to them and the error 2 message appeared. They did not have symptoms of high or low blood glucose level at the time of concern. They went to their doctor's office to have their blood glucose level tested. The result obtained at the doctor's office was not provided. They received no treatment. There is no indication that they experienced injury or medical intervention due to the product. The customer care representative walked the patient through retesting and the error 2 message appeared. Based on unresolved error 2 issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter was replaced.